Manufacturer narrative:
G.4. Date received by manufacturing: 2021-11-08.

Event description:
It was reported that the unspecified bd hypodermic syringe experienced stopper separation from the plunger. The following information was provided by the initial reporter, translated from chinese to english: when the nurse flushes the tube and withdraws the tube for the patient, the needle plugger becomes loose, and air has been leaking into the syringe.

Event description:
It was reported that the unspecified bd hypodermic syringe experienced stopper separation from the plunger. The following information was provided by the initial reporter, translated from (B)(6) to english: when the nurse flushes the tube and withdraws the tube for the patient, the needle plugger becomes loose, and air has been leaking into the syringe.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.